Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Device reprogramming was made to resolve the oversensing. The patient was stable throughout.